Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient called to inquire about hyperbaric chamber guidelines. Patient stated their urologist recommended treatment with a hyperbaric chamber that was approved by their dr, but they wanted to ask about compatibility with their implant. Agent reviewed guidelines. Patient inquired why their stimulator would not be working. Patient reported they have been experiencing radiation for like 30 years so they are not sure if it could be related to that or why that would happen. Event date asked, patient did not provide answer. Patient also inquired what is the percentage of effectiveness of the implant. Reviewed therapy overview and redirected patient to their healthcare provider to further address the issue. Lionbridge spanish interpreter services used on the call.

Event description:
Additional information was received from the patient. They reported that the device (i.e. Therapy) was not working. The patient thought the reason it was not working was due to a previous radiation treatment that caused them fibrosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.